Event description:
It was reported that during intercourse, the cylinders of this inflatable penile prosthesis (ipp) ruptured, resulting in swelling of the penis. No additional information was reported.

Event description:
It was reported that during intercourse, the cylinders of this inflatable penile prosthesis (ipp) ruptured, resulting in swelling of the penis. A surgical procedure was reported, during which the existing ipp was removed and replaced. No further patient complications were reported.